Manufacturer narrative:
Qc is the routine monitoring of performance using commercial or patient controls. Controls are analyzed and compared to the known characteristics using statistical methods. This allows changes in performance to be detected so that action can be taken if these changes are significant. The failure of qc alerts the operator to a condition that must be resolved prior to patient testing. The operator failed to confirm that the qc was within specified limits. Qc was run on (B)(6) 2017 at 02:27:04. The error log shows an l-j limit error at 02:27:06. Qc was run again at 02:30:22 with an l-j limit error at 02:30:23. Two more qc analyses were performed at 02:35:53 and 03:29:58, which were all out of assay sheet range for rbc, hgb and hct. The instrument qc was out of assay sheet range; however, the operator continued to report results from this instrument. A sysmex field service engineer (fse) inspected the analyzer and confirmed the rbc, hgb, hct and plt control parameters were out of range. The rbc and hgb pathways were cleaned and serviced. All levels of qc were reanalyzed and all parameters were within the assay sheet ranges. Upon implementation of a new analyzer, the sysmex clinical application specialist (cas) trains all lab appointed technologists on the requirements for qc. The cas has been working with the laboratory to reinforce proper qc protocol.

Event description:
The patient was given a blood transfusion based on the hemoglobin (hgb) result that was released to the clinician. Reanalysis of the sample on another analyzer produced a hgb result that did not correlate with the reported result. The blood transfusion was deemed unnecessary based on the correct hgb being over 7.0 g/dl. The patient experienced no adverse effect from the transfusion. Quality control (qc) was performed prior to the analyzer's use for patient testing. The analyzer generated an error to alert the operator that the qc was out of the specified range. The operator continued performing analysis of patient samples without further investigation. When qc was performed on the next shift, it was noted that the red blood cell (rbc), hgb, hematocrit (hct) and platelet (plt) parameters were out of range.